Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". In 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful. Severe periods"), vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, vulvovaginal mycotic infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant change ppc added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". In 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful. Severe periods"), vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, vulvovaginal mycotic infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2011, 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic infections, infection (bladder/urinary tract/vaginal) type: vaginal yeast, vaginal discharge, lower abdominal pain, she didn¿t undergo essure confirmation test were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.